Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer inserted new battery but the issue reoccurred. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: no missing segments display/partial display noted, however pump had full segments display and frozen screen due to moisture damage on the lcd board. Unable to verify motor error alarm or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen screen. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.